Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the doctor said the patient was having discomfort following reverse shoulder replacement. He suspected the baseplate to be loose, however is was well fixed. He elected to remove the glenosphere and metaglene and converted the stem to a cta hemi. Product numbers from removed implants unavailable. Original implant date not available. Doi: unknown. Dor: (B)(6) 2019, right shoulder.